Event description:
Gemini pump was on a pt in the or. Channel d started free-flowing with no warning. The free-flow would occur when the pump was put in the pause mode. Biomed investigated and found the door hinge on the pump was cracked and would not allow the door to shut fully. No alarms. Biomed reported that the whole bag had almost infused. The dr gave another medication to counteract the overinfusion. Both medications are unknown. No final injury to the pt. The hospital's legal department will not release the pump to alaris for testing. So, no evaluation performed by the MFR.